Manufacturer narrative:
Investigation is on-going, no conclusion can be drawn.

Event description:
A female pt at (B)(6) hospital in (B)(6) was implanted with a plate and screws. Pt was returned to the operating room on or scheduled removal of the plate after bone healing, and during the removal, the surgeon noted a crack in the head of one screw. He was unable to remove the screw so he drilled out the screw head, removed the plate and left the shaft of the screw in the pt.